Event description:
Event description guidant received information that during a follow-up visit, this right ventricular lead exhibited a lead safety switch due to impedance measurements greater than 2500 ohms in both unipolar and bipolar configurartions. The clinician also could not obtain threshold or r-wave amplitude measurements. The patient was noted as not pacer-dependent and asymptomatic.